Manufacturer narrative:
Date of initial report: (B)(6) 2017 one used ls3092 ligasure device was received, and evaluation of the sample confirmed that one of the snaps on the jaw was broken and missing. A review of the device history records could not be performed, because a lot number was not available. Snap damage can be caused by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the most probable root cause of the reported event to be improper assembly during use. The instructions for use included with this product lists measures for handling and assembling the device.

Event description:
The customer reported an issue with alarms when using the device. Examination of the received device on (B)(6) 2017 found one of the snap pins had broken off and was not returned. The customer confirmed the pin did not fall into the patient cavity.